Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as the event date since information was not available.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 3.00 x 28 mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent dislodged in the arm of the patient and was left behind. The procedure was completed successfully, and the patient fully recovered.